Manufacturer narrative:
The battery was not returned for evaluation. The reported event could not be confirmed as the unit was not returned for analysis. Additionally, log files are not available for analysis. Applicable risk documentation and experience with events of similar circumstances were considered; events involving panasonic batteries that rapidly discharge can be attributed to soldering or welding defects. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a power consumption issue involving one battery. The site reported that the patient¿s battery was providing less than two hours of support. The battery was replaced. No patient complications have been reported as a result of this event.